Manufacturer narrative:
Product is export only. No 510(k). The device history was reviewed and showed the device was manufactured according to the specification. The most likely lot was reported within this MDR. The device history was reviewed for another possible lot and it also showed the device was manufactured according to the specification.

Event description:
A humeral neck fracture was repaired on (B)(6) 2017. Upon reviewing a post operative x-ray on (B)(6) 2017, the surgeon determined that the screw had started to backout. A revision surgery was performed on (B)(6) 2018 to remove the screw.